Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the pusher wire of a ruby coil became kinked upon removal from the packaging; consequently, the ruby coil detached outside of the patient¿s body. The damage to the ruby coil occurred prior to use; therefore, it was not used in the procedure. The procedure was completed using a new ruby coil.